Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ threaded lock cannula was damaged during use and wouldn't connect with the extension tube. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cannula was damaged and hcp couldn't connect. Leakage occurred?" "Customer commented "it turns and never stop when using with (B)(4) and connected with ex-tube" the issue reported as another complaint."

Manufacturer narrative:
H.6. Investigation summary: four photos and two loose used threaded lock interlink pieces were received and visually evaluated. One piece from cavity 43 was confirmed to have a short cannula condition, which is rejectable per product specification. One piece from cavity 1 was observed to have no molding defects. Damage to both ears was observed in a form of the plastic being folded down and parallel scratch marks observed in its place. The damage is consistent with overtightening of the piece. The potential root cause for the damaged luer ears is due to product misuse. The piece was likely overtightened. The pressure from the device it was being threaded into damaged the soft plastic of the threaded lock and folded the ears over resulting in connection failure. Additionally, an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow. The defect of molding defective was confirmed.this condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for the lot were performed per established quality controls and passed (as evident form the DHR review), therefore there is no reason to suspect that the cooling of the pin was interrupted for a long time. This further suggests that the reported defect was most likely a ¿blip¿, possibly caused by a temporary blockage of a cooling flow. No corrective actions for the damage are warranted as no manufacturing defects were confirmed with that device. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd¿ threaded lock cannula was damaged during use and wouldn't connect with the extension tube. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the cannula was damaged and hcp couldn't connect. Leakage occurred?" "Customer commented "it turns and never stop when using with a2n3374 and connected with ex-tube" the issue reported as another complaint."